Event description:
It was reported that an ilet user contacted support stating the device was too aggressive and that their blood glucose had been plummeting, with review of synced reports showing two low glucose episodes that day (to 48 mg/dl and 52 mg/dl) and subsequent rebound hyperglycemia to 251 mg/dl after the user acknowledged overtreating the second low; the user had the cgm target set to a lower setting and received education on best practices for treating lows. Symptoms included hypoglycemia with confusion/disorientation and malaise, while a transient episode of hyperglycemia was asymptomatic. Outcomes included serious injury requiring unexpected medical intervention where oral glucose was required to treat hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the medical device problem was characterized as overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.